Manufacturer narrative:
The device is not available for investigation. Without the return of the device, a probable cause is unable to be determined.

Event description:
It was reported that the plum 360 experienced an infusion rate error during an infusion. The customer believes the infusion rate on the device changed from 2 to 12. It was also stated that the customer wants to know how to get a pump report pulled from mednet. The issue is not related to physical damage. There was patient involvement, there was no harm and there was no delay in therapy reported.

Manufacturer narrative:
R&d engineering ending statement/conclusion: engineering evaluates that the infusion rate was titrated from (B)(4) units/kg/hr by apparent manual user action (on 05/17 @ 19:04); was later programmed manually at (B)(4) units/kg/hr (after completion of the prior infusion), and was then changed to (B)(4) units/kg/hr via an accepted auto-program (on 05/17 @ 23:53). The customer¿s report is confirmed. Engineering evaluates probable cause as user action (both in programming operation of the device and programming via emr auto-program. Engineering finds the pump performed correctly and delivered accurately as programmed with design tolerance. Visual and functional testing: the device was not returned to the service hub for analysis and evaluation. Therefore, visual inspection and functional testing were not performed. Review of 12-month service history and event history/alarm logs: a review of the device's 12-month service history was performed and no similar event was indicated.